Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
A programming session was received. A motor stall occurred on 2017(B)(6) at 14:01 with a recovery the same day at 17:14. Another stall occurred on 2017 (B)(6) at 12:20, with a "stopped pump period may exceed tube set" message on 2017 (B)(6) at 12:20. A stall recovery occurred on 2017 (B)(6) at 17:51. Another stall occurred on 2017 (B)(6) at 11:54 with a recovery the same date at 15:53.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen (1500 mcg/ml at 751 mcg/day) and clonidine (50 mcg/ml at 25.043 mcg/day) via an implantable pump for an unknown indication for use. It was reported the pump was interrogated at the clinic, and the logs were read. The hcp saw a motor stall of the pump at different times. The event date was noted as (B)(6) 2017. The pump was refilled, and the reservoir volume was checked, but it was decided on to replace the pump. The patient experienced withdrawal symptoms, including increased spasticity, pain, and itching. The pump was replaced on (B)(6) 2017. It was noted that the catheter was okay. There were no external factors identified. The issue was resolved, and the patient status was alive - no injury. The pump would be returned. No further complications were reported or anticipated.